Manufacturer narrative:
An event regarding revision due to fretting is reported involving metal head. The event was confirmed based on material analysis report. Method & results: product evaluation and results. Product inspection . Visual inspection - as per pictures of the returned device, wear damage on the inner taper of the head was seen consistent with interaction against the stem trunnion. The inner taper was examined further using a scanning electron microscope. Mar: the sem analysis on the head taper was consistent with fretting and adhesive wear. Eds showed that the head alloy was consistent with the material callout on the drawing (an astm f1537 alloy). Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Functional and dimensional analysis of device could not performed as device was returned in damage state. -clinician review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis. A 36 +0 lfit head and 36f 0° poly liner were revised to a 40f 0° poly liner and 40 +0 biolox head with sleeve. Rep confirmed there are no allegations against the revised liner, that the devices are allegedly available for return, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis. A 36 +0 lfit head and 36f 0° poly liner were revised to a 40f 0° poly liner and 40 +0 biolox head with sleeve. Rep confirmed there are no allegations against the revised liner, that the devices are allegedly available for return, and that no further information will be released by the hospital or surgeon.